Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501650 serial number (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 325cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result patient underwent bilateral removal and replacement as follow; left- catalog number 3501650, lot number 7553797, serial number (B)(4), and right with catalog number 3501650, lot number 7552144, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, production evaluation team observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were found. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).